Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the stent was noted to be partially deployed from the distal end of the stabilizer, the delivery catheter was flattened/ compressed at 2.5cm from the distal end, the stabilizer was kinked at the distal taper tip, and the stabilizer was deformed at 25cm from the proximal end. During functional testing, the delivery catheter was flushed without difficulty. During functional testing, the stabilizer was advanced through the catheter without difficulty and the stent deployed without difficulty, there were no anomalies noted to the deployed stent. The distal taper tip was cut in order to remove the stabilizer and the stabilizer was removed from the delivery catheter without difficulty. Based on analysis of the device, the reported complaint was confirmed. It is probable that the device was damaged during the clinical procedure causing the as reported difficulties in deploying the stent and causing the anomalies noted to the returned device. An assignable cause of procedural factors will be assigned to this investigation.

Event description:
Based on review of the investigation of the returned stent (subject device), it was found that the stent was partially deployed. There were no clinical consequences to the patient.